Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges insulin in cartridge compartment with every cartridge she is using. Caller reported the cartridges are from different batches. Problem occurred with "more the 10 cartridges of different lot". The lot number provided is from the 'most recent used' lot. Caller stated it seems that insulin leaks out the plunger of the cartridge. No adverse event reported. Requested return of the alleged device and replacement was provided.